Manufacturer narrative:
Failure analysis found button error alarm due to corroded keypad trace. Pump received with cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.